Event description:
It was reported that at the last follow-up visit november 2025 the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had 14% battery remaining. However, at the most current follow-up in march the battery remaining was at 3%. A request was made to have data from this device analyzed. Technical services (ts) reviewed the data and confirmed the power consumption is increasing in a gradual fashion and recommended device replacement. The plan is to explant the device is 4-6 weeks. At this time, the device remains in service. No adverse patient effects were reported.